Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that a fms tornado micro handpiece with buttons was defective. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the resistance values of the keypad were out of tolerance. As a result, the buttons were defective. The drill mounting mechanism was defective, and the locking mechanism was damaged. Therefore, the buttons and the drill mounting mechanism were replaced. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure can be attributed to wear of the internal components. For keypad failure the root cause could be to lack of maintenance as well as electrical components. However, this cannot be conclusively affirmed. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12-14-2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the drill mounting mechanism was defective and the locking mechanism was damaged. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.